Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a heparin prefilled syringe. The customer reports injected into a port a cath. I had this port put in in 2007, but I had the first port put in approx two months before. Date of event is questionable. I have been very sick since I started using. Port test (blood work) two times in the same month came back both times contaminated. I was rushed to the ER on the month prior to original month and discharged on four days later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.